Manufacturer narrative:
Note: explant date is approximate as it was noted the device was implanted one year prior to explant. Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported infection is a known risk associated with penile prosthesis procedures and is noted as such in the tactra instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the tactra instructions for use (IFU) was reviewed. The patient symptom of infection was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant this tactra malleable penile prosthesis due to infection. The existing prosthesis was explanted and replaced with a new inflatable penile prosthesis (ipp). Erectile restoration was successful following completion of the procedure.

Manufacturer narrative:
Note: explant date is approximate as it was noted the device was implanted one year prior to explant.

Event description:
It was reported that the patient underwent a surgical procedure to explant this tactra malleable penile prosthesis due to infection. The existing prosthesis was explanted and replaced with a new inflatable penile prosthesis (ipp). Erectile restoration was successful following completion of the procedure.